Event description:
It was reported that during the implant procedure, the device was originally connected to the lead, and was then disconnected for a lead revision. The device was reconnected, but it was not possible to engage the set screw in the header, and it was thought that the set screw had fallen out. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.